Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a surgery with small tuberosity osteotomy (anterior impingement of the prosthesis with the conjoint tendon). The prosthesis was not touched by the surgeon. Patient ID: (B)(6).